Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was intermittently unresponsive. Customer's blood glucose level ranged from 75 mg/dl to 190 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.